Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyps procedure performed on (B)(6) 2026. During the procedure, the slider was pulled backward to tighten, but the clip could not be deployed or opened despite repeated attempts. The handle wire was fractured, resulting in loss of force transmission. The handle inner core was then disassembled to separate the clip tip, and the clip tip ultimately detached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block e1 (initial reporter facility name): (B)(6) hospital (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.